Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced a blockage in cannula due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2022, the patient went to emergency room due to high blood glucose level. He had high ketone level and diabetic ketoacidosis. The blood glucose level of the patient was 900 mg/dl. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. No further information was available.